Event description:
It was reported that the pc unit had suddenly lost power on 19nov2024. The device was noted to be plugged into the ac power outlet at time of event. There was patient involvement, but no harm.

Manufacturer narrative:
Omit : report source other, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: report source additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of suddenly lost power was not confirmed based on the investigation performed. ¿ during external inspection it was found that the display showed several damages, and the case had signs of dropping. ¿ when the suspect pcu was attempted to be powered on in its ¿as-received¿ state, the device did not respond. An internal inspection was performed before further testing and the display assembly was found damaged and was replaced with a known good part. After the temporary replacement, for testing purposes only, the suspect device turned on successfully. ¿ the returned pcu successfully passed the alaris system maintenance (asm) and the functional testing without any issue. When the battery conditioning test was performed the device display the system error 255.202.2, but temporary replacement of the power supply board with a known good part solved the problem. ¿ operations engineering previous investigation was performed to verify the root cause of the power supply board and was related to a faulty 220uf filter capacitor (c20) on the pcu power supply board ¿ the alaris system user manual (v12.1) notes that regular inspection for damage is required before usage and that failure to perform can result in improper instrument operation. If the instrument shows evidence of damage in transit, notify the carrier¿s agent immediately. Do not return damaged equipment to the factory before the carrier¿s agent has authorized repairs. If the instrument fails to respond as described in this document and the cause cannot be determined, do not use the instrument. ¿ devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). ¿ note to repair center: device opened for investigation, please re-torque all screws. Please replace power supply board and the display board of suspect pcu module. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the cost associated with any incidental findings or physically abused components. Root cause: the complaint issue of suddenly lost power was not confirmed during the laboratory tests. Based on the observed physical damage the probable cause of the reported issue of suddenly lost power is being attributed to dropping the devices or unknown physical event that damaged the internal power supply circuits. Bad practices of handling, transporting or installation of the device could also be contributing factors.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pc unit had suddenly lost power on (B)(6)2024. The device was noted to be plugged into the ac power outlet at time of event. There was patient involvement, but no harm.